Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent.

Event description:
Report received from the USA stating that this device had a burr stuck in the attachment during a spinal surgery. No injuries were reported to have occurred, however, it is unk if medical intervention was necessary. There was no additional info provided.